Manufacturer narrative:
The manufacturer previously reported that they became aware of a voluntary medwatch report alleging the user was hospitalized in 2022 with pneumonia due to his recalled remstar device and also hospitalized for fungal infection in his nose in 2022 allegedly due to mold in his device. After that the user stopped using his device due to a physician order. This device is in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. No product has returned for evaluation. The user is currently hospitalized for covid. This report will be an initial only. A follow up report will be filed when the device has been returned and evaluated. In the previous report, section h1 type of reportable event, was inadvertently selected as "other". It has been corrected to "serious injury" on this report.

Event description:
The manufacturer became aware of a voluntary medwatch report alleging the user was hospitalized in 2022 with pneumonia due to his recalled remstar device and also hospitalized for fungal infection in his nose in 2022 allegedly due to mold in his device. After that the user stopped using his device due to a physician order. This device is in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. No product has returned for evaluation. The user is currently hospitalized for covid. This report will be an initial only. A follow-up report will be filed when the device has been returned and evaluated.

Manufacturer narrative:
Device not returned for investigation.

Manufacturer narrative:
The manufacturer became aware of a voluntary medwatch report alleging the user was hospitalized in 2022 with pneumonia due to his recalled remstar device and also hospitalized for fungal infection in his nose in 2022 allegedly due to mold in his device. After that the user stopped using his device due to a physician order. This device is in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacture get additional information of eye irritation, nose irritation, skin irritation respiratory tract, irritation dizziness and/or headache, hypersensitivity nausea / vomiting, asthma (new or worsening), kidney disease/toxicity, lung disease, reduced pulmonary disorder. Section h is being updated in this report.